Manufacturer narrative:
It was reported that during a literature study the patient presented lateral cortex fracture and was managed conservatively. The affected device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. The study reported five patients for this failure. A clinical analysis noted that one photo with two combined x-ray images labeled figure 4 in the article was provided for review. However, it is unknown which patient the x-ray photo was from. Based on the review, the lateral cortex fracture can occur if width and depth of reaming is inadequate and if hammering of centering sleeve is excessive. No conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. The patient impact beyond the reported events cannot be determined. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that during a literature study it was revealed that the patient presented lateral cortex fracture and was managed conservatively